Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found an infusion accuracy failure; overinfusion. Analysis of the distal catheter segment found no significant anomalies. Spots of abrasion were noted, but they had no effect on infusion. Analysis of the proximal catheter segment found no significant anomalies. An indent in the seal was found, but deemed not to effect infusion.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.

Event description:
It was reported there was a volume discrepancy; expected reservoir volume (erv) = 5.3 ml, actual reservoir volume (arv) = 0 ml. The hcp evaluated the last 4 refills and no large discrepancy (> 2 ml) except for one (2.2 cc) were noted. The discrepancy of 2.2 cc was noted to be several months ago. It was noted the patient reported to the ER with symptoms of withdrawal/underdose symptoms. The patient "experienced withdrawal only after pump alarmed as empty". The cause of the discrepancy was not determined. It was noted the discrepancy that was >2ml was "2.5". The patient's pump was explanted on (B)(6) 2014. The physician did not think it was over-infusion. The patient had no pain relief overall. The pump was used to deliver hydromorphone. The patient status was unknown. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.